Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscopic controller (ec) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The ec was installed into the test system, and the system failed at first start-up with error 319. The dual camera interface board (dcib) was determined as the cause of the issue. Upon visual inspection, the ec was noted to be in good condition. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
During a da vinci-assisted total benign hysterectomy surgical procedure, it was reported that repeated non-recoverable 319 faults were observed after five minutes of using the system. The isi technical support engineer (tse) viewed the system event logs and confirmed error 319. The error pointed to a node not responding at start up at the dual camera interface board (dcib) and endoscopic controller power distribution (ecpd) in endoscopic controller (ec). The tse had the customer power down the system and confirm that the fiber cable from the ec to video processor (vp) was seated properly. Customer confirmed it was. The tse had customer ensure the power cord was seated properly as well as the power cords on the vsc power strip. Customer confirmed they were. The tse asked customer if they were getting a red led on the ec; the customer stated it was blue. Tse had customer cycle the breaker and power the system back on, but the error returned. The tse asked if a different vision cart is available; and the customer confirmed there was. Tse walked customer through connecting the other vision cart. The system powered up normally and surgeon was able to continue with the procedure. There was no report of patient harm or injury due to the reported event. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the nurse indicated there were no issues with the procedures after bringing in the second vision cart. The procedure was completed robotically and successfully. There were no issues with the patient¿s condition post-procedure. Patient was discharged shortly after. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during the field evaluation. Fse replaced the ec to resolve the issue. The system was tested and verified as ready for use.